Manufacturer narrative:
The initial report occurred on (B)(6) 2015 and was found to be a non-reportable malfunction based on the information available at the time. On 23-dec-2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. RMA issued. Replacement device shipped to site. Investigation of returned suspect clamp finds that the retainer ring is missing from the tip of the adjustment screw not allowing the screw to affect the jaws of the clamp. Further engineering analysis confirmed the captive washer on the distal end of the adjustment screw is missing from the instrument. The reported issue was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the spinous process clamp was unable to disengage from the patient. The screw was turned out fully and the clamp was still fully engaged on the patient's spine. The medtronic representative reported the site was able to get the clamp free after delaying the case about 5 minutes. The site proceeded with the long spinous process clamp. There was no impact to the patient.